Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing cracked and leaked below the upper fitment during an infusion on a pump with an unknown medication. There was no patient harm.

Event description:
The customer reported that the tubing cracked and leaked below the upper fitment during an infusion on a pump with an unknown medication. There was no patient harm.

Manufacturer narrative:
A picture received from the customer shows a tear in the silicone segment near the upper blue fitment. The root cause of this failure was not identified.